Event description:
It was reported that patient's battery was believed to be depleting too quickly, although no specific date or timeframe for event was provided. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and follow up, and technical support was unable to confirm battery depletion concern or complete additional evaluation, with no further actions taken.